Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open total thyroidectomy with subtotal parathyroidectomy with thymectomy, at the time of clamping to stop bleeding, the surgeon was able to squeeze the handle, jaws were able to close, and the clips were able to be fired 2-3 times, but the clips were malformed. A new product was opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A visual inspection of the returned photos noted: the packaging of the device was observed to be sealed along the edges with tape. The labels on the packaging matched the reported product information. No malformed clips could be observed within the image provided. The device could be observed seated in the blister packaging. No damage or visual abnormalities could be observed to the product or packaging. No malformed clips could be observed within the image provided. It was reported that there was a clip formation. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.